Event description:
It was reported during scheduled maintenance cycle that the cs100, english, non-uts intra-aortic balloon pump (iabp) has malfunctioned. The safety disk has been in use for over 4 years and was expired. There is no patient invovled.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was determined that the event was only a replacement of part as per scheduled preventive maintenance and there was no malfunction with the unit. Hence, the complaint is invalid and no follow up report is necessary.